Event description:
It was reported that abutment screw is fractured, one part remained inside the implant . The doctor was not able to remove it with certain screw removal kit and as the implant is prothetically no longer to be used it has been explanted. Screw had been placed on (B)(6) 2006 and removed on (B)(6) 2022.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. PMA/510(k) number not available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw was returned for investigation. Visual evaluation of the as returned products identified screw fragment inside the implant (the screw was fractured). There was also bone residue around the external threads due to usage. Device history record (DHR) could not be reviewed for the unknown screw since the lot/item number was unknown. Complaint history could not be reviewed for the unknown screw since the lot/item number was unknown. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.